Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle only partially dispensed 12 of the 24 units of insulin during use before it "locked up". The consumer reportedly primed beforehand, visually tested the needle to ensure it was straight, rotated the injection site, and used a new needle for injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported pen needle partially dispenses the inulin during injection. It has been happening since 2 months. She stated the needles does not dispense the full doze, it locks up. She uses 24 unites of insulin. It stops after the 12 unites of insulin. She does the priming; she uses the new pen needle for her injection. She rotates the injection sites. She visually tests the needle to see if it is straight."